Event description:
The complainant reported that during service and repair activities, an automated impella controller (aic) failed the purge pressure sensor display portion of the preventive maintenance procedure. The console displayed a pressure reading of 127 psi, which exceeded the specified acceptable range of 90 to 125 psi. Inspection identified that the purge disc housing was cracked, and the housing was replaced. The pressure measurement was repeated and remained out of specification. The purge pressure sensor was subsequently replaced. Following replacement of the purge pressure sensor, pressure verification testing was performed and all measurements met the specified acceptance criteria. Preventive maintenance was completed with no further issues, and the controller was reported to be functioning as expected. The issue was identified during service and repair activities and not during clinical use. No patient involvement was reported in association with this event.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.